Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial lead exhibited high impedance, high/unstable thresholds, no capture, and undersensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported there was possible fracture on the right atrial lead. The right ventricule and right atrial leads which were previously capped were extracted. No patient complications have been reported as a result of this event.